Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced pain and soreness at the ipg site whether stimulation was on or off. As a result, the pt's ipg was explanted and replaced. The replacement ipg was implanted at a new pocket site and extensions were implanted for accommodation.